Manufacturer narrative:
(B)(4).there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that the patient experienced painful sensor insertion on (B)(6)2015. The patient uses lidocaine, a prescription numbing cream, prior to sensor insertion. Patient was prescribed lidocaine by physician in (B)(6)2015, exact date is unknown. At the time of contact, the patient's mother reported that the patient is not experiencing much pain anymore. No additional event or patient information is available.